Event description:
It was reported that the catheter leaked from the hub during flushing.

Manufacturer narrative:
One 2.6f vascu-PICC was returned for eval. A functional eval revealed a hole on the extension where it enters the luer. The extension had to be manipulated in order to see the hole. A review of the mfg records indicated all device specifications and quality requirements were satisfied. Extensive testing was performed by engineering to duplicate the complaint. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after the implementation of the two-part bond when the luer material was changed to isoplast. Engineering has determined that the two-part bond was a contributing factor. Changes are being made to the mfg process to eliminate the two-part bond. The luers will be over molded on the extension. Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.